Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/ lot number combination reported no related issues noted during manufacturing. A search of the complaint file found no other similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported there was no backflow of blood observed when inserting the angio-seal. The following information was provided by the user facility: when the assembly was inserted into the artery along the guidewire, the backflow of blood was not observed; attempts were made by slightly shifting the insertion location; the outcome was the same; the backflow was not observed; the device was removed successfully and replaced by the other product: exoseal (cordis) to continue the hemostasis procedure; hemostasis was successfully achieved; it was reported that the physician had completed the training process on the device prior to this case; the puncture site was the right common femoral artery; the size of the sheath ancillary used was 6 fr.; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.